Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device failed to allow the associated defibrillator to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.